Event description:
Reported blood glucose results of "300 mg/dl and 200 mg/dl"with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution are being replaced.